Manufacturer narrative:
This report was originally submitted as 9611109-2016-00996 follow-up #1 on february 15, 2017. However, due to an error on a different report, which was submitted previously (report 9611109-2016-00984 follow-up #1 was erroneously submitted with report number 9611109-2016-00996 follow-up #1), the report was rejected. This report is now being resubmitted as follow-up #2. The first follow-up report with report number 9611109-2016-00996 (submitted february 15, 2017) is void, as it contains data related to medwatch 9611109-2016-00984. Model number: 16-02-80, serial number: (B)(4). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Device manufacturer date (mm/dd/yyyy): 12/15/2006. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that a disinfection cycle was performed after the positive test results were received and additional samples were taken. The customer reported that the results of the additional sampling were uninterpretable. Additionally, the customer stated they do not wish to provide further information regarding this incident. Livanova (B)(4) concluded that the users have not followed the cleaning and disinfection instructions outlined in the current instructions for use (IFU) based on the customers initial report that decontamination cycles are not performed regularly. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Customer not disinfecting regularly.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The complainant was contacted multiple times for additional information about the incident described in the report, including patient and hospital information. After the third request for information, the complainant responded that we had the wrong email. No other contact information was provided with the initial report. Livanova (B)(4) was unable to obtain further information regarding the hospital where the surgery took place or the current the condition and the confirmed diagnosis of the patient. As there are no further means of contact, further investigation is not possible. No information received.

Manufacturer narrative:
There is no known patient involvement. The model and serial number have not been provided. This information will be provided in a supplemental report if and when made available. As the model number is unknown, the 510(k) number could not be determined. This information will be provided in a supplemental report if and when made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) the device was placed outside the operating room during use. The customer stated that a decontamination cycle has been completed and the results of additional sampling are pending. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that samples taken from the sorin heater-cooler system 3t tested positive for mycobacterium. The unit was removed from service. It was also reported that the facility does not regularly follow the decontamination procedure outlined in the instructions for use (IFU). There is no known patient involvement.